Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator upgrade procedure. Chest x-ray performed on (B)(6) 2019 noted the left ventricular lead had dislodged. Upon review, the left ventricular lead had been previously turned off. The physician capped and replaced the left ventricular lead during procedure on (B)(6) 2019. The patient was in stable condition.